Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review however was not confirmed during the initial functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification, likely attributed to normal wear and tear. The brake gap was adjusted within the specification to remedy the fault. The platform was manufactured in 28 april 2011 and it is 9 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, cracked front enclosure was observed and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be replaced to address the issue. The impact of sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform passed initial functional testing. However, during brake gap inspection it was observed that the brake gap was out of specification. During archive data review, a system error 139 (unable to hold compression position) was recorded, thus confirming the reported complaint. In addition, unrelated to the reported complaint, user advisory (ua) 17 (compression tracking error) error messages were observed. The brake gap was adjusted within the specification to address both ua17 and system error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) ) displayed a "system error, out of service, revert to manual CPR" message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.